Manufacturer narrative:
Evaluation of the device confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 7.5¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit was not returned. The sealed outflow graft conduit was not returned. The outlet elbow was attached to the pump housing. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue like deposition adhered to the inlet bearings. The tissue showed signs of denaturation and laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. A tissue-like thrombus was observed on the proximal side of the outlet stator. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. Contact marks were observed on the tapered outlet section of the rotor and outlet bearing cup, indicating that it was present while the device was supporting the patient. Although a specific cause for the development of the depositions and the duration of their presence within the pump could not be conclusively determined, they could have contributed to the report of elevated ldh. Additionally, they could have created additional resistance on the spinning rotor and contributed to the pump power elevations captured in the log file. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lactate dehydrogenase (ldh) was trending up along with plasma free. A ramp study was performed and was (B)(4). On (B)(6) 2018, the pump was exchanged, clots were noted in the housing.

Manufacturer narrative:
Event, implant date, explant date, concomitant medical products and device evaluated by MFR: additional information. Serial # and device manufacture date: corrected data. Device evaluated by MFR: the device was returned for investigation. The evaluation is not yet complete. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information received on 18jul2018 indicates the pump in use at this time of this event was vad-20166 implanted on (B)(6) 2017.